Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling the antrum of stomach on a laparoscopic bariatric procedure, the device locked on tissue. Instrument got broken while squeezing handle. They pulled back the knob to remove the instrument. A new reload was used to complete the case. There was no patient injury.